Manufacturer narrative:
Analysis and results: there is a previous complaint of this code-batch regarding the same issue (closed as confirmed after the analysis). We manufactured (B)(4) units of this code-batch. There are 58 units in our stock (blockage requested), and 396 units blocked. We have received 2 closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. When we have conducted rotation test in closed samples received, we have noticed that a thread (1 of 2) breaks easily in the attachment area. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Remarks: we have informed to the involved personnel of the incidence. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the (B)(4) /b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that the needle detaches quite easily when they have knotted. It occurred twice and when they have sutured subcutaneous layer. There is no more information available.